Event description:
It was reported that an external fluid leak was observed from a prismaflex st100 set during setup preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photo, a leak was observed from the filter dialysate port. There was no specific defect identified during visual review that would have allowed the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.